Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an unidentified cartridge alarm while loading the pump. Another cartridge was able to be loaded onto the pump. The customer's blood glucose level was not impacted. As the contact did not have the pump at the time tandem technical support was contacted, troubleshooting to determine the cause of the alarm was unable to be performed. Although requested, no additional information was provided.